Event description:
Pt was revised to address the polyethylene wear and osteolysis.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusion regarding the reported event without device examination. However, although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to determine a root cause, the need for corrective action was not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since may of 2001. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.